Event description:
Customer reported an issue with the passport v monitor ECG traces, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of all ECG cables, electrodes, and filters and the problem resolved.